Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through the investigation that a patient with a 23mm unknown edwards surgical aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The patient presented with shortness of breath. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post-procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3, g6, h2. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted."

Event description:
It was reported and learned through the investigation that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years and 1 month due to stenosis. The patient presented with shortness of breath. The procedure was performed with a 23mm 9755rsl transcatheter valve. The patient was in stable condition post-procedure.